Event description:
It was reported that there was oversensing on the atrial and ventricular channel. It was also noted that the left ventricular and right ventricular leads had been switched in the header. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed "oversensing: 14 short v-v cycles (<220ms period) noted between (B)(4) 2010". Correction: event location is hospital, patient death is not applicable, device code 1525 deleted for all three devices.